Event description:
The customer requested an event log review due to incorrect programming and to determine how long the pump was at the incorrectly programmed settings. Hydromorphone 0.1mg/ml pca with a basal rate and demand dose was ordered. The pump was programmed at 1mg/ml. The customer believes the infusion ran at that rate for approximately 2 hours. Medication concentration: hydromorphone 1mg/ml. Intended programming: 0.1mg/ml. Prn medication was administered to control the pain and once customer was aware of the incorrect programming, the pump was reprogrammed. There was no report of patient harm or medical intervention. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). Device not received, log review only. The customer stated that the product will not be returned and an event log review was requested. The data set and event logs have been received. A follow up report will be submitted once the evaluation has been completed.